Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high glucose result for one patient from accu-chek inform ii meter serial number (B)(4). (B)(4). The patient's normal blood sugar is in the 100 mg/dl to 199 mg/dl range. The nurses believed the result of 366 mg/dl was erroneous and the result of 136 mg/dl was accurate. As usual, on (B)(6) 2018 at 8:00 am the patient was given an unknown dosage of glucophage xr. On (B)(6) 2018 at 8:19 am, the patient was given an unknown dosage of glucophage xr as normal after the reading of 136mg/dl. There was no allegation of an adverse event. Controls were run on the meter within 24 hours of the incident and both levels of controls passed. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return the product for investigation. The investigation was unable to find a definitive root cause.